Event description:
It was reported that stent premature deployment occurred. A 8.0-29 carotid wallstent was selected for use. However, during preparation, the stent was dislodged outside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: received a carotid device back for analysis. A visual and tactile examination identified a shaft kink 54mm from the distal end of the t-connector. The device was returned with the stent deployed from the delivery system. No issues were noted with the deployed stent. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent premature deployment occurred. A 8.0-29 carotid wallstent was selected for use. However, during preparation, the stent was dislodged outside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.